Manufacturer narrative:
The reported complaints of 'user advisory ua07 (discrepant between load 1 and load 2 too large)' error message on the autopulse platform (serial #(B)(4)) was confirmed during archive data review. The platform displayed user advisory 07 upon powered on. The load sensing system has detected a weight/load imbalance between the two load cells, checked during power-on-self-test. Load cell characterization indicated both load cell modules were over reported (defective). Both load cell modules were replaced to correct the issue. Upon visual inspection, a load plate cover damage (hole) that affects the watertight seal was observed. Unrelated to the reported event, the encoder drive shaft did not rotate smoothly, exhibited binding and resistance. Unable to perform functional testing due to user advisory 7 displayed upon powered on the device. The archive data shows that system error ua07 (discrepant between load 1 and load 2 too large) occurred on (B)(6) 2019, rather than on the reported event date given by the customer of (B)(6) 2019. During the re-evaluation of the ap platform, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint for autopulse with serial number (B)(4).

Event description:
The customer reported that during shift check, the autopulse platform (serial #(B)(4)) displayed user advisory - ua07 (discrepancy between load 1 and load 2 too large). No patient involvement.